Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
The customer alleges that the sheath tip collapses or peels back upon insertion unless a skin neck is performed. No report of patient injury or consequence.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the sheath with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed and it did not reveal any manufacturing related issues. The probable cause of the sheath tip peeling back could not be determined based upon the information provided and without a sample. If the sample is returned, another follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the sheath tip collapses or peels back upon insertion unless a skin neck is performed. No report of patient injury or consequence.